Event description:
The customer reported that his blood glucose reached 26.8 mmol/l (482 mg/dl) and that the cannula was kinked and out of the skin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia. The user also reported that the cannula was out of infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.